Manufacturer narrative:
The patient sample was provided for investigation. The customer's reactive a-hav igm result could be reproduced. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc data provided was acceptable. The alarm trace did not contain a conspicuous event. The investigation determined that there was no evidence of a potential interference or cross-reactivity in the patient sample. The sample is considered reactive when tested with the elecsys anti-hav igm assay which is consistent with the increased sensitivity of the elecsys assay in comparison to the competitor assay used. The reactive result was confirmed with the elecsys anti-hav ii assay. A reagent issue was not identified.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hav igm results for 1 patient sample on a cobas e 801 analytical unit compare to an abbott cmia analyzer. On (B)(6) 2023, the elecsys anti-hav igm result was 1.20 coi, interpreted as reactive. On (B)(6) 2023, the abbott anti-hav igm result was 0.6 coi, interpreted as non-reactive. On (B)(6) 2023, an aliquot of the original sample was repeated on the e801 analyzer again twice. The results were 1.23 coi and 1.17 coi, both interpreted as reactive. The initial reactive result was reported outside of the laboratory. The non-reactive result was deemed correct. The analyzer serial number is (B)(4).